Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the lay user/patient¿s meter has been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2014, at an unspecified time. The patient detailed that she manages her diabetes with a combination of metformin tablets, glipizide tablets, diet and exercise and reported that she continued to take her usual dose of both metformin and glipizide after the power issue began. The patient claimed that she developed the symptom of feeling ¿shaky¿ at an unspecified time after the alleged power issue, however, she denied receiving medical treatment. During troubleshooting the cca noted that the customer had got the meter wet. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of severe hypoglycemia after the alleged product issue began.